Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a link break was found when the plunger of the first proglide device was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed. Additionally, a needle to cuff miss (posterior cuff) was also observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The root cause of the reported difficulties is related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to a posterior needle to cuff miss that lead to the separation of the link from the anterior cuff. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.